Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that  approximately six months post implant, the right atrial (ra) lead exhibited possible undersensing on current electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.